Manufacturer narrative:
During testing, the device initially powered on without an error, however, after the history was downloaded the device displayed a white screen error. The device did not pass the sdram test. This was due to the som2 hardware module. During a review of the device history s321 (motor error - pmc, left) malfunction alarm codes were noted. There was an investigation to address the s321 alarm malfunction for symbiq devices with mechanisms containing mr2 motors. The "pump motor lack of movement" occurs when the motor failed to move when commanded. The investigation states that the probable cause for the s321 with the malfunction subcode "pump motor lack of movement" may be due to a bad encoder or high drive train friction in the mr2 motor. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from a customer contact that the device alarmed with s208 (can bus error - psc) malfunction alarm code and that the device has lines through the screen and turns off on its own. These are not reportable malfunctions. However, during verification testing at the service center, the device had a white screen error.